Manufacturer narrative:
Qn# (B)(4). A visual inspection of the returned device was conducted, and the following observations were made : received in tray pusher deployed, cutter deployed, needle trigger retracted, retract lever fully retracted, lever lock and tape disengaged, urethral endpiece (ue) deployed, unsheathing pawl not engaged with suture spool, suture unbuckled, shuttle not engaged with needle spool, suture ferrule in place, case right undamaged the items listed above are indicators of device status and are as expected for a device that functioned as designed. The following discrepancies were observed: the distal tip was damaged. The damage would prevent both device insertion into and removal from the sheath and there is objective evidence that the device was used in a procedure. Based on this it has been determined that this damage occurred post - procedure and it will not be considered as a failure. Needle damage: the needle tip is bent inward, needle broken: the needle is broken near the needle spool. The needle was found tbroken: ken approximately 33.97 mm from the needle spool. The break interface of the broken needle is irregular, and it is not possible to determine if there is any missing material to report. Any possible missing material is estimated to be less than 1 mm in length. Functional inspection was not performed because bone strike is a documented known possible outcome of the urolift procedure which is typically the result of device positioning or excessive movement of the device or patient anatomy. The device history record for lot was reviewed. For coated needle assembly there were no non-conformances or component rejections identified. This review did not identify any findings relevant to the failure mode identified for the returned device. The customer report of: " no suture was observed " was confirmed. Confirmation is based on the investigation results showing that the capsular tab (CT) did not unsheathe due to a bone strike. This is a known possible outcome of the procedure and is not indicative of a device malfunction. This investigation has determined that the device encountered the following failure modes: ul - needle damage: needle damage occurs when the needle strikes bone. The probable root cause for this failure mode is use error - unintentional - cannot determine. Ul - needle broken: nee-dle broken occurs when the needle strikes bone. The probable root cause for this failure mode is use error - unintentional - cannot determine. Ul - CT did not unsheathe: the CT was unable to deploy due to the damaged needle interfering with CT deployment. The probable root cause for this failure mode is use error - unintentional - cannot determine. Teleflex will continue to moni-tor and trend for complaints of this nature.

Event description:
It was reported "this case appears to be related to a needle-fire malfunction. When inspected through the keyhole view, no suture was observed, and no implant was found even after cutting the suture. The procedure was completed using a new device, and there were no patient adverse events associated with this issue. The patient's c ondition is currently stable". The patient's current condition is reported as "fine".

Event description:
It was reported "this case appears to be related to a needle-fire malfunction. When inspected through the keyhole view, no suture was observed, and no implant was found even after cutting the suture. The procedure was completed using a new device, and there were no patient adverse events associated with this issue. The patient's condition is currently stable". The patient's current condition is reported as "fine".

Manufacturer narrative:
(B)(4).